Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that when they removed the sensor from insertion, the sensor did not have an electrode. The customer¿s blood glucose during the incident was 8.9 mmol/l. The sensor will not be returned for analysis.